Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent information received states that post promus stent implantation there was no plaque shift noted into the ostium of the diagonal; this was only a description of the anatomy. On (B)(6) 2012 during the index procedure in the proximal left anterior descending (lad) artery, following the balloon angioplasty using a 2.0 x 15 mm non-abbott balloon dilatation catheter, a plaque shift was noted towards the diagonal branch which was treated using a 3.0 x 12 mm non-abbott stent across the diagonal without performing a t-stent. Following post-dilatation residual stenosis was 0% with no impingement of flow without the diagonal; repeat angiograms confirmed timi 3 flow throughout all vessels. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information, patient weight rounded, actual was (B)(6). Corrected: guide catheter: cordis 6 fr xb3.5; ev3 pronto v3 6 fr. Guide wire: medrad 1x cougar 300 cm. Sheath: cordis avanti 11 cm. Other: heparin.

Event description:
The subject received a non-abbott study stent on (B)(6) 2012, to the proximal left anterior descending (lad) de novo, 100% stenosed lesion. It was noted prior to discharge that the subject developed recurrent chest pain and st segment elevations. The subject was referred for repeat cardiac catheterization and angiography revealed a total occlusion of the proximal lad stent with timi 1 flow and there was an obvious thrombus. The subject was treated with balloon angioplasty using a 4.5 x 15 mm non-abbott balloon dilatation catheter (bdc) which resulted in resumption of flow within the vessel; however there was an area of haziness felt to be a dissection which was treated with a 4 x 8 mm promus stent overlapping with the study stent. Post dilatation was performed which resolved the haziness, however, a plaque shift into the ostium of the diagonal which migrated from the side branch event of this original stent was noted. The plaque shift occurred after the placement of the 4 x 8 mm promus stent. Balloon angioplasty with a non-abbott bdc and placement of a 3 x 12 mm non-abbott drug eluting stent (des) was performed. Timi 3 flow was noted within the diagonal branch and timi 2-3 flow was noted in the lad. The subject was discharged on (B)(6) 2012. No additional information was provided.